Event description:
User noticed crack in movement arm due to possible weld failure. User discontinued use of machine before complete failure. No injury occured. Movement arm has been replaced mdex awaiting return for full eval. Weld failure suspect.

Event description:
User noticed crack in movement arm due to possible weld failure. User discontinued use of machine before complete failure. No injury occurred. Movement arm has been replaced. Medx awaiting return for full eval. Weld failure suspect.